Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation and the patient experienced bradycardia, junctional rhythm, coronary artery stenosis. The patient required recanalization of an artery. After conducting sinus mapping, superior vena cava isolation (svci) was performed. After ablation was conducted from the posterior wall side to the lateral wall, the pulse gradually changed to bradycardia. Subsequently, it became junctional rhythm. It is believed that bradycardia occurred when ablation was conducted from the posterior wall to the lateral wall of the svci. Isoproterenol was administered but sinus rhythm did not return. Coronary angiography was performed. As a result of imaging the left circumflex (lcx) of the coronary artery, it was confirmed that the tip of the branch of the peripheral artery was occluded. It was inferred that the vessel was a nutritive vessel to the sinus node. Following the wire insertion and imaging, patency was achieved, and the sinus rhythm temporarily returned. However, during the confirming of dormant conduction, it became junctional rhythm again with decrease in blood pressure. Subsequently, junctional rhythm was maintained even after the patient left the room. No pacemaker was implanted. It was confirmed with intracardiac echocardiography (ice) that there was no pericardial effusion. Patient fully recovered (no residual effects). It was reported that the patient did not require extended hospitalization. The physician¿s opinion on the cause of the adverse event is that it was procedure related. Device evaluation details: the product was returned to johnson & johnson medtech (j&j) for evaluation on 24-apr-2025. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed. No magnetic, irrigation, deflection, temperature or electrical issues were found during the product investigation. However, error 106 was displayed on the screen due to an open circuit at the tip area. In addition, the device was dissected at the peek housing section and insufficient adhesive was observed on the wires; this could be related to the open circuit observed; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The root cause of the adverse event remains unknown. The physician's opinion on the cause of the adverse event was the procedure. The root cause of the adhesive condition is traced to the manufacturing process and this failure was not related to the reported event. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Internal actions are being implemented to address manufacturing opportunities related to the force sensor issues (error 106). Explanation of codes: investigation findings: manufacturing process problem identified (c16) and open circuit (c0205) / investigation conclusions: cause traced to manufacturing (d03) / component code: sensor (g03012) and adhesive (g0405201) were selected as related to the error 106 was displayed on the screen due to an open circuit at the tip area and insufficient adhesive identified by bwi pal. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) as related to the adverse event. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation and the patient experienced bradycardia, junctional rhythm, coronary artery stenosis. The patient required recanalization of an artery. After conducting sinus mapping, superior vena cava isolation (svci) was performed. After ablation was conducted from the posterior wall side to the lateral wall, the pulse gradually changed to bradycardia. Subsequently, it became junctional rhythm. It is believed that bradycardia occurred when ablation was conducted from the posterior wall to the lateral wall of the svci. Isoproterenol was administered but sinus rhythm did not return. Coronary angiography was performed. As a result of imaging the left circumflex (lcx) of the coronary artery, it was confirmed that the tip of the branch of the peripheral artery was occluded. It was inferred that the vessel was a nutritive vessel to the sinus node. Following the wire insertion and imaging, patency was achieved, and the sinus rhythm temporarily returned. However, during the confirming of dormant conduction, it became junctional rhythm again with decrease in blood pressure. Subsequently, junctional rhythm was maintained even after the patient left the room. No pacemaker was implanted. It was confirmed with intracardiac echocardiography (ice) that there was no pericardial effusion. Patient fully recovered (no residual effects). The day after surgery, returned from junctional rhythm to sinus rhythm. The patient has been discharged from the hospital on (B)(6) 2025. It was reported that the patient did not require extended hospitalization. The physician¿s opinion on the cause of the adverse event is that it was procedure related. Bradycardia seemed to have occurred during svci ablation from posterior to lateral wall.